Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Lead tip stiffness test was performed and found to be within specification.

Event description:
It was reported that the lead had dislodged to the right atrium. Some time after, the patient had been diagnosed with tamponade. X-ray revealed a pericardial effusion, pericardiocentesis was performed to remove fluid. The lead was explanted and replaced.